Event description:
It was reported that the pt developed a post operative infection. In 2002, the pt presented with very red conjuctiva bilaterally and a sudden increase in lid swelling. The pt was started on new antibiotic and medrol dose pack. The original procedure was a blapharoplasty which was performed in 2002.